Event description:
It was reported that the pt passed away. The father went to check on the child in the morning and the child was not breathing. The pt's father stated that the ventilator was not working correctly but did not give any further details. Ems was called and they were unable to re-establish the heart rate.